Manufacturer narrative:
G4:02mar2021. B4:06mar2021. H11:g5:k102985 h10: multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 08feb2021.

Event description:
It was reported to philips that the device was not powering on. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed stated that the respiratory therapist (rt) reported that on (B)(6) 2021 this device was not powering on. The biomed stated he has been able to power the unit on as expected several times. A review of the event log shows the vent was powered on and put into use on (B)(6) 2021. The rse instructed the biomed to discuss with rt to make sure the provided the correct ventilator serial number. The biomed was also advised to perform a successful performance verification test (pvt) before placing into service.